Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 45.5 cm from the proximal end. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned pod5 revealed that the pusher assembly was kinked. If the pod5 is forcefully advanced at extreme angles or otherwise mishandled, damage such as a kink may occur. Resistance was encountered during the functional testing as the kink in the pod5 pusher assembly was advanced through the introducer sheath and a demonstration lantern. The lantern identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using a pod5. During the procedure, the pusher assembly was inadvertently bent while attempting to load a pod5 into a lantern delivery microcatheter (lantern). Therefore, the pod5 was removed. The procedure was completed using a new pod5, other packing coils and the same lantern. There was no report of an adverse effect to the patient.